Manufacturer narrative:
As reported, the optifix straight misfired and deployed broken fasteners. The subject device has been discarded and not available for evaluation. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿ this MDR represents the bard/davol optifix straight (device #3). Additional mdrs were submitted to represent the two bard/davol optifix straight (device #1 & device #2).

Event description:
As reported, during an inguinal hernia repair procedure on (B)(6) 2022, the surgeon attempted to use a bard/davol optifix straight fixation device (device #1) into the soft tissue. It was reported that the optifix straight fixation device was misfired and released broken fasteners. As reported, the second and third bard/davol optifix straight fixation devices (device #2 & device #3) was used, and same issue reported, misfired and deployed broken pieces of the fastener. As reported, fourth bard/davol optifix straight fixation device was used to complete the case with no issues. As reported, the broken fasteners were removed from the patient. There was no reported patient injury. Note: this file represents device #3.